Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that her blood glucose was over 600 mg/dl on the night prior to the call because she was not using the insulin pump. She stated that her glucose meter was not transferring the blood glucose to the insulin pump. The customer was transferred to another department for assistance with the missing settings that she had programmed into the insulin pump the day before. She stated that she got the missing information from her doctor and programmed the bolus wizard in the morning.